Event description:
Reporter alleged then lancet needle that is a part of the softclix lancing system used in finger-stick blood glucose testing will not retract after it has been used. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.